Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result and correct in the initial report submitted on dec 17, 2020. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. However, based on the additional information, omsc concluded that the reported event was not reportable event.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the bending section rubber adhesive of the subject device was peeling off and exposing the thread. In the evaluation of olympus (B)(4) holding gmbh (oekg) the following was confirmed, exposing thread due to a seriously deteriorated and partially missing bending section rubber adhesive was rather identified, from which one long thread was visible. The distal end cover cap was worn out. The adhesive around objective lenses fell apart. The light guide lenses is chipped. The insertion tube and the universal cord were both heavily kinked. The control section was damaged. The remote switch 1 became pierced by wear and tear but remained waterproof. The user facility did not provide other detailed information. There was no report of patient injury associated with the event.